Manufacturer narrative:
The actual product involved with the incident reported will not be returned. The actual device will not be returned. Results/conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good item/lot number, it is not certain if there were any quality issues against the finished good lot nor the suture component lot. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the information provided. (B)(4). Item number and finished good lot number - unk.

Event description:
It was reported by the doctor that her patient underwent a hysterectomy 9 weeks ago and the vaginal cuff was sutured with 2 layers of stratafix size 0. The patient developed urinary leakage from the vagina. A cystogram showed a vesicovaginal fistula. Cystoscopy shows loops of suture in the bladder and she continues to leak urine from the vagina. (B)(4).